Manufacturer narrative:
(B)(4). (B)(6). Complaint sample was evaluated and the reported event was confirmed. The device shows signs of repeated use over a potential field service lifetime of 6 years. The complaint is confirmed as the threads of the inserter are fractured with the fractured portion remaining assembled to the trial. No observations were made that indicate the trial contributed to the fracture of the inserter. Material analysis: the inserter has dents & dings suggesting heavy use. The threaded inserter tip fractured near the thread base with the threaded portion lodged in the proximal trial. The proximal fracture surface fracture artifacts suggest a 2-way bending fracture. The opposing distal fracture is still embedded in the hip trial with possible 2-way bending fracture. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that when the surgeon removed the distal trial from the femur, the threads of the inserter fractured and became stuck in the trial. There was a thirty (30) minute delay to the procedure to remove the fractured piece that became stuck. Surgery was completed with an alternate device, and no harm came to the patient.